Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation and the balloon was returned lodged inside the introducer sheath, with the distal end of the balloon protruding from the distal tip of the sheath. The balloon could not be retracted due to the bunching on the introducer sheath. The retraction issues were a result of the balloon not being fully deflated prior to being retracted into the introducer sheath. However, the definitive root cause for the deflation issues could not be determined based upon the available information.

Event description:
Standard pta procedure on an upper arm stenosis in the venous section of an av fistula. Balloon performed successful dilatation and upon removal through the merit sheath the balloon became lodged inside the sheath and would not remove completely. Balloon, sheath and wire were removed from the patient together in one motion. No patient complications resulted.